Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient's device was implanted with no issues. However two weeks later high impedance was seen and the patient was referred back to surgery. During surgery to check the header connection, the device was found to be unable to communicate, therefore it was replaced. The lead remained implanted. No other relevant information has been received to date. MFR report # 1644487-2023-01492 captures the failure to program on the suspected generator. MFR report # 1644487-2023-01493 captures the high impedance on the suspect lead.

Event description:
Product analysis was completed on the returned generator.